Event description:
It was reported that the device was returned from the workshop in english, customer is requesting to have the language back in (B)(6).

Event description:
It was reported that the device was returned in the wrong language from the workshop. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the configuration for which was reinstalled and configured to change the language from english to french. The device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.